Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The remote arm controller (rac) was returned for failure analysis testing. The printed circuity assembly (pca) was used to test the unit and was unable to reproduce the failure report after running a 10-minute sine cycle, 20 power cycles, and sitting idle for 1 hour without any errors. The complaint was not confirmed based on the testing of the rac. The master tool manipulators (mtm) was returned for failure analysis, and the reported failure (error 25521) was able to be reproduced during power up. The complaint was confirmed based on the evaluation of the mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer swapped both master tool manipulators (mtms) and performed a calibration. The fse noted that a cover behind the surgeon side console (ssc) and between the right mtm was touching the rotation motion of the mtm. The fse adjusted the cover position to resolve the problem. The fse also performed additional tests and replaced the remote arm controller (rac) board along with the mtm to resolve hard error 25521. The system was tested and verified as ready for use. Isi has received the rac board for evaluation, but evaluation has not been completed as of the date of this report. Additionally, isi did not receive the mtm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the nurse reported that the cadiere forceps instrument installed on universal surgical manipulator (usm) 4 was drifting. Prior to calling, the site already replaced the sterile adapter and re-docked usm 4, but the issue persisted. The surgeon stated that when the instrument was not under control, usm 4 was drifting. Error 23075 was found in the logs. This error was pointing to the fact the surgeon was not touching the right master tool manipulator (mtm) during the following mode. However, the error on the right mtm was not related to the cadiere forceps instrument installed on usm 4. The issue occurred only on usm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to press the emergency-stop button and recover from the error, but the reported issue was not resolved. The customer was planning on getting another surgeon side console (ssc) from another system to see if the issue would follow. The procedure was completing as planned with no reported injury.